Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedance and sensing amplitudes approximately 1.5 weeks post implant. Loss of rv capture due to high pacing thresholds was also reported. X-ray imaging will be obtained, and the patient will be enrolled in the latitude remote patient monitoring system. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedance and sensing amplitudes approximately 1.5 weeks post implant. Loss of rv capture due to high pacing thresholds was also reported. X-ray imaging will be obtained, and the patient will be enrolled in the latitude remote patient monitoring system. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates the patient underwent a revision procedure, and this rv lead was successfully repositioned. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.